Event description:
Report received of anti-siphon valve and clave port disconnection. Two incidents occurred involving the same pt. The pt was receiving an unspecified dose of oxycillin antibiotic every 6 hours. On 10/18/99 it was reported that "blood backed up and went out of the clave onto the child's shirt." On 10/20/99, medication leaked onto the the pt's pillow with an "area the size of a small sandwich plate." Since the pt was receiving every 6 hour doses, the missed doses were resumed at the next scheduled dose.the pt had no reported problem with the hickman central IV access site because of this incident. The problem was resolved with a tubing change and a new bag of medication.